Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a poor display of the ap waveform and was interrupted for about twenty seconds several times. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d1, d4, d8, d9 e1 ( initial reporter name ), g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1164 sn: (B)(6) front end board. This part was received with a reported unit failure message of ap waveform was interrupted. Performed visual inspection of this board and the board looks to be in good condition. Installed front end board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure message of ap waveform interrupted. Front end board passed testing. Sending this board to the supplier for further investigation per procedure 0002-07-d008 rev aq. Failure analysis received from the supplier for pn 0670-00-1164 . Please see attachment. They stated that the ict test failed and component u34_38d is faulty. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar. The most probable root cause is component reliability. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse replaced the front end board (0670-00-1164) as a precaution. Calibration, function, and safety tests were performed. The unit was in good, working order.

Event description:
N/a